Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that cadd- reservoir, cassette alarmed, no disposable, pump won't run. No patient injury reported.